Event description:
Pt with prior silicone implants developed bilateral pericapsular contractures with silicone granulomas from previous silicone spills. (Interim replacement with saline implants). Required capsulectomy, excision granulomas with implants replacement via submuscular insertion of saline implants.